Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 399930, lot# j0461513v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) possibly flipped. The reporter stated they had been sitting in bed due to shingles and ¿stood up and felt a pop and felt like the ins flipped.¿ it was noted the patient was not able to stand up straight. The reporter stated their husband stated the ¿ins didn¿t look right.¿ it was noted a manufacturing representative instructed the patient to turn the ins off and turn the ins on the next day. It was further noted the patient could only have the ins off for 1.5 hours due to pain. It was reported that since turning stimulation on the patient had not noticed any issues with the ins. It was noted the patient thought the ins flipped but seemed to be working. The reporter stated they have never had shingles on their right side before and the shingles was right over the implant area. It was noted the shingles burned and itched.it was reported that the patient got shingles two to three times a year, first got shingles during chemotherapy, and had permanent nerve damage due to shingles. It was noted that medication did not help the shingles. It was reported that the patient had been running a fever, had not been feeling well for days, and had a "bronchial thing." It was noted that the patient's device battery was beginning to show signs that it was "starting to go down somewhat" but it "still had a lot of juice left in it." Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that when the patient heard the popping they felt ¿things move in that area.¿ the reporter stated ¿it was so painful.¿ it was noted the patient contacted a manufacturing representative to check their ins. The reporter stated the ins worked correctly, so they just tried to relax. It was noted the patient did have concerns about their device, because the device was working, but the ins popped out of position and they were in agony. It was noted the patient could not stand up straight for 10 minutes after the ins made a popping sound. It was further noted the patient received assistance from their healthcare professional or manufacturing representative and their concerns were resolved. It was unclear if all of the patient's concerns were resolved.